Manufacturer narrative:
Findings: a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The power management tool confirmed pump error alarms were triggered when backup battery loaded voltage was less that 3.5 v for 4 consecutive hours due to resistance issue at connector. Unit also alarmed low battery alarms due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with faded serial number label. Unit received with minor scratched display window, case and keypad overlay texture damaged. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed low battery. The customer¿s blood glucose level was 8.7mmol/ l at the time of the incident. It was reported that patient was sent a battery cap but hasn't resolved the issue at all. Battery did not last more than 1 week. Customer is calling back after previously completing low battery troubleshooting within 1 week. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.